Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, for the following reasons, it was inferred that the connection of the video connector was not stable, the electrical contact became unstable, affected the image transmission of the endoscope and the subject device, and caused flickering of the image. If the device had been used frequently for more than three and a half years since it had been delivered, the lock latch failed due to wear of the lock latch caused by repeated use of the video connector socket, or due to the attempt to pull out the endoscope connector of the endoscope by the user without pressing lowering the lock lever. Foreign matter had adhered to the terminals inside the video connector socket or to the terminals on the endoscope connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for gastroscopy with the subject device, the endoscopic image flickered and the black horizontal stripes were displayed. The user canceled the subject gastroscopy. Olympus china checked the subject device and found that the reported phenomenon could not duplicated. There was no report of patient injury associated with this event.